Event description:
Caller states the pt tested 4.2 inr on the coaguchek s system and 2.8 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system for evaluation.